Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was in a nursing home and had hemolysis symptoms. Urine analysis on (B)(6) 2012 confirmed hematuria, however, the implanting center was not made aware. On (B)(6) 2012, the pt was admitted to the emergency room because she couldn't speak, was lethargic and weak. She was transferred back to the implanting center that evening. An echo was performed and there was no decompression from the lvad when a ramp study was performed and the speed was increased to 11,000 rpm. On (B)(6) 2012, the pt had a intracranial hemorrhage and support was withdrawn on (B)(6) 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.